Manufacturer narrative:
Patient information is not available for reporting. (Other): UDI# (B)(4). Explant date: reported incident occurred during implant procedure. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter contact number (B)(6). Device history records review was completed for part # 04.111.631s, lot # l138877. Manufacturing location: (B)(4), manufacturing date: oct 06, 2016, expiry date: sep 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for distal radius fracture. During the surgery, the surgeon inserted a locking screw in the most distal and most ulnar hole of va lcp (variable angle locking compression plate) plate but he couldn¿t lock. Then he inserted the screw in another hole and completed locking. Surgeon washed the plate hole and tried to insert another screw in the hole but yet he couldn¿t lock so he extracted the screw. During this surgery, the surgeon set the largest angle regarding the va screw insertion on the proximal fixation. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. Concomitant device: a 2.4mm ti va locking screw strardrive 18mm-sterile (part# 04.210.118s, lot# unknown, quantity: 1) -first implanted screw. This report is for one (1) locking compression plate. This is report 1 of 1 for (B)(4).